Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging therapy pressure suddenly turned high and came out so powerful that a patient neither breathed easily nor slept. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation it was found that the therapy pca software was confirmed to be version 1.1.8. The error log revealed that e-106 had occurred. A life-related smell was observed. Therefore, the rp kit was replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.